Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a few months post-implant, there were short v-v counters with oversensing. The lead was repositioned, the polarity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(4).